Manufacturer narrative:
On (B)(6) 2019, mentor received additional information indicating the patient also experience capsular contracture, baker grade unknown on the left side post-operatively.

Manufacturer narrative:
On 1/27/2020, the device evaluation was updated to include the following: postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/19/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the sample a crease and shell abrasion were note din the posterior view. Leak testing was performed and it revealed a tear within the crease and shell abrasion, measuring approximately 0.1 cm. No other anomalies were observed. Crease and shell abrasion are consistent with a fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 475cc catalog #: 3501680, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with mentor smooth round moderate profile 475cc and experienced a deflation on the left side post operatively, which was confirmed by a physician via a physical exam. As a result, the patient underwent explantation on (B)(6) 2019.